Event description:
The event is reported as: the staples did not close during surgery. No pt injury reported.

Manufacturer narrative:
No sample will be returned for investigation. A follow-up report will be sent when completed.